Event description:
Kimberly-clark received a report stating, "the seal on the bottom edge was split open. Unusable in sterile field." Defect was found prior to use. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
The reported defect was identified prior to use, and no patient involvement was reported. The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. Device was returned for analysis and there is a separation of the seal at the bottom of the pouch. There is evidence of previous bond on the plastic portion of the pouch. The reported event is currently under investigation and the root cause has not been determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.